Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient's pain in the pelvic area had been completely resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's head was being scanned but she didn't turn stimulation off prior to the scan. It was mentioned that during the scan the patient felt pain in the pelvic area and the scan was stopped in under 2 minutes. It was also reported that the symptoms were considered sudden and it was confirmed that when the scan stopped, the patient's pain also stopped. There were no further symptoms or complications reported or anticipated.